Event description:
It was reported that the device exhibited error code 41622/1003. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged battery compartment, bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, scratched lcd lens and bent battery door spring. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a broken optic switch. The optic switch was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.